Manufacturer narrative:
Analysis of programming history.

Event description:
Review of the manufacturer's programming history database revealed that the initial interrogation on (B)(6) 2006 showed settings that were indicative of a faulted system diagnostic test occurring which likely changed the device to unintended parameters. There is no history available from the date of implant, (B)(6) 2006. However, it was reported at that time that the surgeon was receiving error message when attempting to perform diagnostic testing on the date of implant. Troubleshooting was performed at that time but did not resolve the event. Therefore, it is likely that a communication issue resulted in only partial completion of the diagnostic test which changed the patient's settings. The surgeon was able to successfully interrogate the device. It is recommended in manufacturer labeling to perform a final interrogation to ensure the device is at intended parameters. The device was then turned off on (B)(6) 2006 and programmed on (B)(6) 2006. No patient adverse events were reported.